Event description:
The ventilator alarmed "vent inop." The rn bagging the pt stated the machine was in an unknown screen with an error message stating that the required breath would not be delivered. The machine was turned off and on again, at which time the machine signaled that service was required and that it was not to be used on a pt.